Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing had detached from the quick release while sleeping. The site location was right side of her buttocks and the pump was with her on the bed. The infusion had been in use for two days. Reportedly, the infusions were stored in her bedroom closet. Reportedly, there was stress or pull on the tubing, as she felt tension on the tubing while sleeping and the pump was not dropped with the set connected to the patient's body. Upon investigation performed on returned used device (1 set), it was found that the tubing was detached from the tubing connector. No further information available.